Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose and was trying to get the insulin pump to bolus but it would not work. It told her that the bolus was not delivered and was timed out. The customer¿s blood glucose level during the incident was 485 mg/dl. The customer¿s current blood glucose level was 331 mg/dl. They had been vomiting. They treated with manual injections. Troubleshooting was performed but not completed. The device will not be returned for analysis.